Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath. During the procedure, the inner sheath was broken. Provided a photo. The device was not used in the patient. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The damage did not result in wires being exposed. The damage did not result in any lifted or sharp rings. No resistance or difficulty during insertion or removal of the catheter. Unknown if the device was pre-shaped.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath. During the procedure, the inner sheath was broken. The device evaluation was completed on 20-mar-2026. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the shaft was bent and that the dilator hub was missing. The device was sent to the supplier for an additional investigation and it was concluded that the dilator issue was not related to the manufacturing process. A device history record was performed for the finished device batch number, and no internal actions were identified. The dilator broken issue reported by the customer was confirmed. The bent shaft is an unrelated issue. The potential cause of the broken dilator could be related to the incorrect insertion of the dilator into the sheath and excessive force to manipulate the device; however, this could not be conclusively determined. The potential cause of the bent shaft could be related to the manipulation of the device during or after the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table; advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly; slowly remove or insert the dilator or other devices; prior to inserting the device into the patient, pre-assemble the steerable sheath and dilator. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of the ¿shaft bent¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: guide (g04061) were selected as related to the customer¿s reported ¿inner sheath was broken¿ issue. In addition, biosense webster inc. Analysis finding of the ¿dilator hub was missing¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath. During the procedure, the inner sheath was broken. The picture evaluation was completed on 18-feb-2026. A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, the dilator of the vizigo sheath was observed broken at the hub section; this condition could be related to the handling of the device during the insertion of the dilator through the vizigo sheath; however, this cannot be conclusively determined. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The dilator broken issue reported by the customer was confirmed based on the picture received. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. The bwi product analysis lab received the device for evaluation on 18-feb-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Explanation of codes: investigation findings: appropriate investigation findings term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo provided. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: guide (g04061) were selected as related to the customer¿s reported ¿inner sheath broken¿ issue. In addition, biosense webster inc. Analysis finding of the ¿dilator broken¿. Investigation findings: results pending completion of investigation (c21)/ investigation conclusions: conclusion not yet available (d16) were selected as related to the device evaluation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).